Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported during the intraocular lens implantation there was a string of lens material that was just next to the haptic which could not be removed and was attached to the optic, the lens remains implanted. Additional information has been requested.